Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products: unk alloplastic left mandible tmj implant; unk alloplastic left fossa tmj implant; unk alloplastic right fossa tmj implant. G2 - foreign source - canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent bilateral tmj procedure on an unknown date. Subsequently, the patient is being considered for a tmj pmi product on an unknown day for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.